Event description:
It was reported that the patient presented to the clinic for follow up, and the right ventricular (rv) lead was found to have no capture. A chest x-ray confirmed that the lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.